Manufacturer narrative:
The device and data logs were returned and analyzed. Data logs confirmed suction alarms and reduced pump flow. Visual inspection of the device revealed a fracture in one of the impeller blades. No other damage or deficiency was found. We believe the low pump flow and suction were caused by the fractured impeller blade. No fluoroscopic imaging of the pump/additional evidence was returned, therefore, a definitive cause of the fracture could not be determined.

Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention. The impella cp optical was used for hemodynamic support. During support, unresolvable suction alarms and low pump flow was exhibited. The pump was explanted. Upon receipt of the device, our investigation team identified a broken impeller blade.